Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that post-op of a radical subtotal gastrectomy procedure, half an hour later the duodenum shows evidence that 50% of the staple line is open. Used another stapler after the surgery to close the opening, extra care over the patient. There was no other reported patient consequence. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Based on additional information received, the event does not meet the criteria of a serious injury and have been update to a malfunction.

Manufacturer narrative:
(B)(4). Event described could not be confirmed as only the tyvek was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
The patient was still in the operating room when the issue occurred the open staple line was observed. The device was reloaded and the staple line was corrected. The patient is fine.